Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The xience alpine everolimus eluting coronary stent system instructions for use, states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients. In addition, the xience alpine stent system is indicated for treating de novo chronic total coronary occlusions. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the right anterior tibial artery using a contralateral approach in a heavily tortuous groin, the 2.75 x 12 mm xience alpine stent was advanced with anatomical resistance and successfully deployed at the target lesion without issue. During removal of the stent delivery system (sds) without resistance the shaft became separated near the tuohy and was easily removed from the anatomy while on the guide wire. There was no reported adverse patient effect. Another stent was implanted to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.